Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that he is experiencing a rash (red bumps) at the site of insertion due to the sensor's adhesive patch. Sensor is unable to wear his sensors for longer than two days and has discontinued cgm use two weeks ago. Pt consulted with his physician but was not prescribed any treatment.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.